Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately three months after a procedure involving the closure system vs-404 venaseal, granuloma formation occurred along the mid portion of the left great saphenous vein, more than 5 cm from the access site. Medical intervention was required, including a prescription for steroids. Surgical intervention was also planned, with the physician deciding to explant granulomas that had left the vein. The issue was still present at the time of reporting. The date of implant was (B)(6) 2024. There were challenges related to location of catheter tip prior to initial delivery of adhesive, unable to pass to junction due to spasm. The catheter tip was not 5cm caudal to sfj, it was much more than 5 cm due to spasm in the vein. Compression of gsv was utilized. The date of the vein excision/explant is (B)(6) 2025.

Manufacturer narrative:
Product analysis the image demonstrates a dark area which appears to be a granuloma progressing/transiting from the depth of the vein to the skin surface the image seems to support that the venaseal [and perhaps some inflammatory liquid] has erupted thru the vein wall and is progressing towards the skin ¿ to be potentially erupted/spit out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.